Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had a history of non-sustained episodes and was followed with the device programmed to monitor only. Review of the stored electrograms (egms) noted noise on all three channels. A non-invasive programmed stimulation (nips) test was performed. During shock therapy delivery, conversion was unsuccessful, and a pulse generator fault message was observed indicating a shorted lead condition existed (low shocking impedance). The physician suspects lead damage due to clavicular crush. The defibrillation lead was laser extracted. The device was explanted. A new system was subsequently implanted.